Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment given for the event was not reported. At the time of this report, the patient outcome was not reported. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
Follow up information was received which indicated that the cause of the peritonitis event was a break in aseptic technique. The breach was not further described. It was not reported if the patient was retrained on proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the bacterial peritonitis was manifested by intense abdominal pain, generalized abdominal tenderness, rebound tenderness, and muscular guarding. On an unreported date, the patient was hospitalized for the event. After initiating peritoneal dialysis (pd) on the day of hospitalization, an intense abdominal pain suddenly emerged and the patient was examined in the emergency room. The patient¿s symptoms at the time of hospitalization were body temperature was 37.5 degrees celcius, blood pressure 88/56 mmhg, pulse 100 beats per minute, an unhealthy complexion and agonized facial expression. There were no abnormalities in the exit site area or tunnel area. On unreported date(s), the patient¿s pd catheter was removed, intraperitoneal irrigation was performed and treatment was started with ceftazidime and vancomycin which was changed to ceftazidime only on the third hospital day (doses, frequencies and routes were not reported). Antibiotic treatment continued for a total of three weeks. On unreported date(s) (reported as hospital day 63), the patient¿s pd catheter was reinserted and pd therapy was restarted (reported as hospital day 81). At the time of this report, pd has been ongoing without any recurrence of peritonitis. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up, it was reported the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.